Event description:
It was reported to boston scientific corporation that an rx cytology brush was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2012. According to the complainant, the brush would not advance further than halfway down the scope. The procedure was completed with another rx cytology brush. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed reportable based on the investigation results: difficulty retracting brush.

Manufacturer narrative:
Exact patient age is unknown but is over 18 years. Investigation findings: difficult to retract brush. Visual evaluation of the returned device found several kinks along the working length. The device was inserted into a duodenoscope with a 2.8mm working channel, and resistance was felt during insertion after the kinked areas entered the scope. The brush was actuated once fully inserted, and resistance was met during extension and retraction. The condition of the returned device was consistent with the complaint that the device would not advance in the scope; the complaint was confirmed. Manipulation of the device during the procedure (e.g. During insertion into the scope) likely produced the kinks found in the working length, which subsequently impact the ability of the device to advance through the scope. Therefore, the most probable root cause of this event is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.